Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for pericardial effusion during a tavr procedure, including perforation by the guidewire, the transvenous pacer (tvp) lead, or an annular rupture. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation and selection of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation which can lead to pericardial effusion. In this case, the cause of the observed pericardial effusion is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards european affiliate, a 23mm sapien 3 case by tf approach. One hour after the implant of the valve patient´s pressure started decreased, an echo was performed and a pericardial effusion was seen. A pericardiocentesis was performed and one and a half liters of blood was extracted but the patient passed away. It is not known what caused the pericardial effusion as nothing was seen in the aortography.